Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for novel system implant procedure. During the procedure, the new left ventricular lead produced high and out of range pacing impedance values upon positioning in the body. The physician removed the lead and completed the procedure using an alternate lead. The patient was stable.

Manufacturer narrative:
The field event of high pacing impedance during implant was confirmed. As received, a complete lead was returned for analysis. Final analysis found an over-sized diameter in a section of the connector boot, likely contributing to the event.